Event description:
It was reported by the aci clinical specialist that an (B)(6) female patient underwent an interventional lad (left anterior descending) coronary procedure on (B)(6) 2013. Access was obtained above the femoral head via a 4f sheath (model unknown). The 4f sheath was exchanged with a 6f sheath (model unknown). A pre-procedure femoral angiogram showed pvd in the vicinity of the access site and the vessel size to be 5-6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed with no "issues." After the device was removed from the patient, a golf ball sized or 3cm x 3cm hematoma was noted and manual compression was applied to the hematoma for 10 minutes at which time the hematoma was resolved. The patient was hospitalized for reasons unrelated to the mynx device / mynx procedure. The patient had discomfort and pain. On (B)(6) 2013, a "small pseudoaneurysm" was confirmed by CT scan. It was noted that the pseudoaneurysm shrank down on its own and was healing. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.